Event description:
The MFR received info alleging a ventilator had an internal battery error. There was no pt harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a "service required" code related to the internal battery was found in the ventilator's downloaded event log. The device's internal battery was replaced to address the issue.